Manufacturer narrative:
Product ID (B)(4) lot# serial# unknown implanted: explanted: product type recharger .if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins was overdis charged. There was no communication and the patient could not feel stim. It was reported that the last charge was in (B)(4) 2018 because the patient was told by their healthcare provider (hcp) not to charge because it caused itching from the patient's knees to their upper chest, which intensified if the patient scratched. It was reported that the recharger antenna was damaged and the patient needed a new one. The manufacturer's representative (rep) planned to meet later to recover the overdischarge. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative (rep) stated that the overdischarge had not yet been resolved, the cause of the itching had not been determined. It was noted the patient was informed to call to get a different recharger before attempting to recharge again. The itching had not yet been resolved and the patient had not contacted the rep back since. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having back pain and the ins was taking a long time to recharge even with full coupling. The patient also reported that when the ins was on, their whole body itched but if the ins was off they were ok. No further complications were reported/anticipated.